Manufacturer narrative:
Investigation summary: investigation into this event revealed that the slides were missing the marks left by the electrometer contacts during processing. Field service replaced the electrometer module (voltage measurement). The service actions have restored the analyzer to operating condition. The root cause of the event was instrument related.

Event description:
A customer observed biased k+ qc results on the dt60 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.